Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used during a procedure. According to the complainant, during the procedure, the clip appeared to be stuck to the delivery catheter and did not release after deployment onto the tissue. The physician moved the scope around and the clip finally detached from the catheter and remained attached to the tissue. The procedure was completed with this device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.